Event description:
It was reported that during a procedure the balance middleweight guide wire was noted to be fractured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report filed, additional information received states that during the procedure of the 80% stenosed, right coronary artery (rca) the balance middleweight (bmw) guide wire was being advanced without reported resistance when the tip coils were noted to be stretched and the tip became fractured. There was no reported adverse patient effect. The device was removed separately and a second bmw guide wire was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.